Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis, inspection of the returned unit shows that the lock has rotational and lateral movement and a residue buildup was present. Since the unit was not involved in a patient injury, it does not need further analysis by quality engineering. To resolve the observed issues, the roundheaded screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs were added to replace worn internal parts and general cleaning, and maintenance were performed. Root cause, the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts. The probable root cause is routine use and wear of the device. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported the following involving the mayfield modified skull clamp (a1059): "surgeon applied skull clamp w/ pins to patient's head, mechanics felt "abnormal." As surgeon applied compression pressure to set the device, he states that it felt like it was resisting those last few clicks. Skull clamp would not lock on rocker arm. Device was removed from patient and sequestered out of service. Another skull clamp was obtained and the patient was repinned, device performed as expected, case was started and completed. A delay of 10-15 minutes was experienced due to the malfunction of the initial device. The patient was unharmed".